Manufacturer narrative:
(B)(4) "catheter broken". (B)(4) "stent broken". A visual evaluation found the proximal barb of the stent was torn off and missing. The push catheter and pull wire were kinked and bent in several locations throughout. The pull wire cap was detached and missing. The push catheter was buckled at the handle. The push catheter was cut open by the pull wire at the buckled location displacing the pull wire out of the push catheter. The push catheter was cut up near the guidewire exit port to expose guide catheter for evaluation. The guide catheter was found to be detached from the pull wire cannula and was missing. A functional evaluations for guidewire-device interaction could not be performed due to the condition of the returned device. Rx stent dfu 90968448-01a instructs, ¿to deploy the stent, unlock the locking adapter and gently retract the white hub of the inner guide catheter while holding the outer push catheter stationary¿. The pull wire is not to be pulled when loading the device over guidewire. Based on the event information, the issue was identified during preparation and outside the patient. The investigation found the most probable root cause for the complaint could not be determined since it could be related to ¿user/use error¿ or ¿handling damage¿. Therefore, ¿undeterminable¿ is selected as the most probable root cause for the complaint. The condition of the returned device indicates forcible attempts to retract the pull wire during advancing of the device over the guidewire which likely caused the failure modes identified in the device. Therefore, ¿user error¿ is selected as the root cause for the failure modes identified during the product analysis.

Event description:
It was reported to boston scientific corporation that a flexima rx biliary stent was used during a procedure performed on an unknown date. According to the complainant, while attempting to place a flexima rx biliary stent over the guidewire during preparation, the guidewire did not exit the rx port. The physician retracted the pull wire to check if the guidewire would advance through the exit. The guidewire still did not exit through the rx port and as a result the push catheter coiled. There were no patient complications reported as a result of this event. Attempts to obtain additional information regarding the circumstances surrounding this event and to ascertain the patient\'s condition have been unsuccessful to date. Should additional relevant details become available; a supplemental report will be submitted. Investigation results revealed the stent, push catheter, and guide catheter were broken, therefore this event has been deemed an MDR reportable event.